Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was implanted into the patient. Testing revealed the sensing amplitude was good at 8mv. No capture threshold and high impedance was noted. The lead was re positioned and high impedance, no capture noted again. The lead was again re positioned and the test cable was replaced with a new one. The test results remained the same, but lead impedance was high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.